Manufacturer narrative:
It was previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue. After further evaluation of the device at the manufacturer service center the reported issue was duplicated during an inspection of the main unit. By checking the event log, the record for the occurrence of e344 was found. It is determined that it was malfunction of the oxygen blender pca. The oxygen blender pca needs to be replaced, but this device will be the end of its service life in june 2024, so it will be disposed of instead of repair after leased-up. The fault oxygen blender pca will be returned to the us after being removed from the device.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue.